Event description:
During patient preparation for an atrial fibrillation cryoablation procedure, communication issues with the amplifier resulted in a procedural delay. With the patient on the procedure table, it was observed that the amplifier lost connection a few minutes after it was turned on. The fiber optic was changed, the rf-45/fiber converter was changed, and the power source was changed but the issue persisted. Rebooting sometimes resolved the issue. Rate detection was also disabled from the configuration menu. The amplifier was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient. The delay caused by the troubleshooting was an hour and a half.

Manufacturer narrative:
One workmate¿ claris¿ amplifier 120 channel was received for evaluation. The reported event was confirmed by evaluation testing. Based on the information and investigation provided to abbott, the root cause was isolated to the intermittent sbc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.